Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had glare and brightness in image which caused an issue to see the tissue during esophagogastroduodenoscopy. The procedure was completed with the same device. There were no reports of patient harm.